Event description:
It was reported that a novum iq large volume pump over-infused bumetanide during patient therapy in the cardiac intensive care unit (cicu). The history log of the device shows it was programmed to infuse 4ml/hr with volume to be infused (vtbi) of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.